Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the abdomen, which is off-label usage of the device. On (B)(6)2025, it was reported by the parent that the patient experienced inaccurate cgm values. The patient experienced lightheadedness and was diaphoretic and nauseated. The cgm was reading urgent low for over 30 minutes. The patient took carbohydrates. The grandparent transported him to the emergency department (ed). There, the cgm was low while the bg was 331 mg/dl. The patient was given plenty of water to "flush out his system" and humalog. The parent was reportedly unable to indicate how long the patient stayed at the hospital. During the report 3 weeks later, he ad a bad headache due to some matters. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.